Manufacturer narrative:
Qn# (B)(4)

Event description:
It was reported "in post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled, the signal is not real. If a blood sample is required, it is not obtained." A new catheter was used. There was no patient harm or injury. The patient's current condition is reported as "fine".associated MDR numbers include: 3006425876-2024-00944 and 3006425876-2024-00943.

Event description:
It was reported "in post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled, the signal is not real. If a blood sample is required, it is not obtained." A new catheter was used. There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00944, and 3006425876-2024-00943.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one file with several photos showing multiple samples. Bending and kinking was noted on several of the catheter bodies. While damage was evident in the customer photos, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The customer report of functional issues with an arterial catheter could was confirmed based on the customer provided photos. The photos show several arterial catheters with kinks and bends in the body which could affect catheter function. However, complete sample evaluation could not be performed to determine a root cause as no sample was returned for this report. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.